Manufacturer narrative:
(B)(4). The device was manufactured january 18, 2016 ¿ january 21, 2016. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. The cause of the leak was identified to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had leaked from an unknown location. This was identified patient before use and after the pump was filled. There was no patient involvement. No additional information is available.